Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no motor error alarm noted. The motor was tested outside of the device and passed the motor test. There were no unexpected numbers ramping during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump received a motor error alarm. The customer stated the numbers keep ramping without input from user. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.